Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using two prostyle devices after a right leg interventional procedure with a 6f sheath. Reportedly, the first prostyle guide broke at the junction between the proximal guide and the distal guide. The distal portion of the guide remained connected to the device and was fully removed from the anatomy without issue or injury to the patient. A second prostyle device was attempted, but a cuff miss occurred. Manual arterial compression was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device is filed under a separate medwatch report number.